Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11252. The pt rec'd two peripheral leads with the same lot number (off-label use). It was reported the pt had stimulation in his ribs. The sjm rep was unable to resolve the issue with reprogramming. It was reported x-rays had been taken and one lead (device 1) had migrated. The physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.